Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported hospitalization due to low blood glucose. The current blood glucose reading is 243 mg/dl. Caller did not have the information regarding the hospitalization. Nothing further reported.